Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received questionable results for one patient sample tested for ca calcium and alb2 albumin gen.2 (alb) on a cobas 6000 c (501) module - c501. Of the two tests, the sample had an erroneous result for alb. The erroneous result was not reported outside of the laboratory. The sample was tested in a microcup and initially resulted with an alb value of 2.2 g/dl. The same microcup was repeated, resulting as 35.32 g/dl. No adverse events were alleged to have occurred with the patient. The alb reagent lot number and expiration date were asked for, but not provided. The customer does not wash the sample probe every day. There were no alarms on calibration or controls.

Manufacturer narrative:
The customer confirmed that the test order coming from their host system did not specify for the analyzer to process the sample as a micro-cup sample. The sample was processed by the analyzer as a normal (non micro-cup) sample. In this situation, air would partially be pipetted by the analyzer and no alarm will be issued.